Event description:
Medwatch report explains that during cholecystectomy, a pad was found missing from the tip of an anastamosis needle holder. Kub showed a 5 mm metallic density projecting in the right upper quadrant just superior to the skin clips, consistent with the tiny tip of an instrument. Surgeon reported that one of the technicians did notice that a needle holder had a pad on it, and it was lost. Surgeon reviewed the film and was not sure at what level it was, whether it was in the skin or deep in the abdomen, but it was metallic, which was over the needle holder where one holds the needle. Surgeon opted not to go back in to retrieve it. Stated that it appeared to be smaller than the titanium clips that were used.

Manufacturer narrative:
It has been communicated that the device and product code is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Based on the lot number provided, we are not able to identify the product code. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.